Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer awoke with an elevated blood glucose (bg) level of 303 mg/dl. During troubleshooting with tandem technical support it was found that the customer had not turned on the carbohydrates feature, and therefore the pump displayed the values in units and not grams. The customer delivered a correction bolus to address the bg level. Subsequently, the customer reported that the incorrect settings had caused the customer to experience a bg level of 77 mg/dl. Tandem technical support guided the customer through successfully adjusting the desired pump settings. At the time of the reported event, the customer's bg level was 170 mg/dl. Although requested, no further information was provided on the reported event.